Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed, due to lcd damage. Pictures were taken. A receiver charge test was not performed, due to a damaged lcd screen. A receiver boot test was performed and failed, due to a damaged lcd screen. Functional tests were not performed, due to a damaged lcd screen. The receiver log was not downloaded for review, due to a damaged lcd screen. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).